Manufacturer narrative:
Per the reported incident that device was able to be utilized and the collagen was deployed properly. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysms and retroperitoneal bleeding are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery was successfully applied post procedure to repair the pseudoaneurysm. And a blood transfusion was performed for the retroperitoneal bleed. The reported issues were not related to device malfunction, but was the result of an endovascular procedure. Per the reported event, the complications are most likely caused by a "high stick" (external iliac artery).

Event description:
Patient is a (B)(6) y/o male with a past medical history of pad s/p stenting celiac artery, copd, hypertension & dyslipidemia. Rutherford 3 claudication of the right leg and buttock, history of bilateral iliac stenting. Patient was admitted with known critical peripheral arterial disease. CT revealed a critical lesion in the right sfa. Admitted for intervention on (B)(6)2017. Patient had a successful antegrade access of the right sfa via the cfa, and subsequent successful vascade deployment. The right sfa was successfully treated with pta/dcb/laser pta. . No complications were noted and he was discharged home later the same day. Right groin was clean, dry and intact. The patient presented to the ER the following day with complaints of chest pain and right groin pain. An us was performed and revealed a right pseudoaneurysm measuring 3.2 x 1.4 x 3.4 cm "adjacent to the cfa". It was 50% thrombosed at the time of exam, no intervention was performed and he was discharged home with a follow-up visit schedule for (B)(6)2017. The patient returned to the ER on (B)(6)2017 with acute onset of right groin and abdominal pain. A repeat us was done confirming the pseudoaneurysm from (B)(6) along with a new pseudoaneurysm closer to the cfa measuring 3.04 x 2.17 x 0.66 cm. There was flow present distal to this in both the artery and vein. During the us exam the partially thrombosed pseudoaneurysm noted on (B)(6) had completely thrombosed. A CT scan was performed revealing a large retroperitoneal hematoma measuring 14 x 11 x 9 cm extending from the right kidney to the bladder. The subject had a drop in h & h and received 2 units of blood. There was concern of a possible retroperitoneal bleed so a CT angio of the abdominal aorta with run-off was performed showing a persistent leak from the external iliac artery (indicating a high stick) and further enlargement of the bleed. He was scheduled for angiography with possible intervention the same day. He was taken to the lab and access was obtained via the l common femoral artery with findings of "2 pseudoaneurysm chambers noted originating from the distal r external iliac artery, with no further extravasation seen elsewhere in the r iliac system". The perforation was covered with a viabahn stent in the proximal r cfa to the distal r external iliac artery. Successful deployment completely sealed the perforation and covered the two pseudoaneurysms located in the distal external iliac artery. There were no complications noted during the procedure and the subject was taken back to ccu for post-op care.